Manufacturer narrative:
This report is submitted on october 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver stimulator. Subsequently, on (B)(6) 2017, revision surgery was successfully performed to correct the device placement.